Event description:
Olympus medical systems corp. (Omsc) received a literature titled "technical outcomes and postprocedural courses of mucosal incision-assisted biopsy for possible gastric gastrointestinal stromal tumors: a series of 48 cases (with video)." Mucosal incision-assisted biopsy (miab) has been introduced as an alternative to endoscopic ultrasound-guided fine needle aspiration for tissue sampling of subepithelial lesions. However, there have been few reports on miab, and the evidence is lacking, particularly in small lesions. In this case series, we investigated the technical outcomes and postprocedural influences of miab for gastric subepithelial lesions 10 mm or greater in size. Type of adverse events/number of patients: postoperative bleeding (n=1). No intraoperative adverse events occurred, whereas one patient with subepithelial lesion greater than 20mm experienced haematemesis the day after miab. In this case, no bleeding was found on emergency endoscopy, and the patient had no symptoms thereafter without transfusion or hemostatic treatment. This event requires 4 reports. The patient identifiers are as follows: (B)(6) : gif-q260j, (B)(6) : d-201-11804, (B)(6) : fd-410lr, (B)(6) : hx-610-090l, this report is for (B)(6).

Manufacturer narrative:
The subject device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There is no evidence of an olympus device malfunction. In addition, the malfunction of the device has not been reported, and from clinical/medical evaluation and risk assessment, it is possible that the reported event is an accident, or a complication associated with a procedure using the subject device. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.